Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had noise, oversensing and pacing inhibition.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 5 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The analysis of the returned fragments revealed signs of abrasion along the lead body. In the area around 11 cm proximal to the lead tip, the insulation was found rubbed through which can be considered as the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion and interaction with a nearby lead should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.